Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and the procedure was completed using a wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the pedal did not work. Analysis of the system log file showed fdcsib warnings. During troubleshooting, the fse found that the pedal cable connector was damaged. The fse replaced the lightning pedal cable. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that when stepping on the foot pedal, no x-ray was generated. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the foot switch was disconnected as the screws of the connector were broken. The fse replaced the foot switch cable and the device was returned to expected functionality.